Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient removed the sensor on (B)(6) 2020 and noted a scar along the edges of the sensor adhesive patch. A photo provided by the reported confirmed the presence of a scar in the shape of the adhesive patch edges. The scar encompassed approximately one-third of the adhesive circumference. At the time of report, the patient was doing well. No additional patient or event information is available.